Manufacturer narrative:
Date sent to FDA: 08/17/2018 ethicon MDR summary reporting exemption e2013037 reporting period june 1, 2017 through july 31, 2017 supplemental 06 - attachment: [08-31-2017 otn supplemental 06.zip]

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. If the device or further details are received at the later date a supplemental medwatch will be sent. E2013037. Total number of events ¿ (B)(4). Gynecare tvt ¿ (B)(4). Gynecare tvt abbrevo ¿ (B)(4). Gynecare tvt exact continence system ¿ (B)(4). Gynecare tvt obturator system ¿ (B)(4). Gynecare tvt retropubic system ¿ (B)(4). Gynecare tvt-aa abdominal ¿ (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6)2013 concurrently with perineorrhaphy, anterior vaginal mesh revision and excision and the mesh was implanted. Following the procedure, the patient experienced pain and erosion and underwent revision procedures. No further information is available.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2017 through july 31, 2017.

Manufacturer narrative:
Date sent to FDA: 2/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2017 through july 31, 2017.

Manufacturer narrative:
Date sent to FDA: 4/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2017 through july 31, 2017.

Manufacturer narrative:
Date sent to FDA: 06/25/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2017 through july 31, 2017.

Manufacturer narrative:
Date sent to FDA: 08/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2017 through july 31, 2017.

Manufacturer narrative:
Date sent to the FDA: 12/19/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2017 through july 31, 2017.

Manufacturer narrative:
Date sent to FDA: 02/18/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2017 through july 31, 2017.

Manufacturer narrative:
Date sent to FDA: 10/22/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2017 through july 31, 2017.

Manufacturer narrative:
Date sent to the FDA: 02/19/2021. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2017 through july 31, 2017.

Manufacturer narrative:
Date sent to FDA: 04/19/2021. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2017 through july 31, 2017.

Manufacturer narrative:
Date sent to FDA: 06/18/2021. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2017 through july 31, 2017. Supplemental 23.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2017 through (B)(4) 2017.

Manufacturer narrative:
Date sent to FDA: 06/23/2018 ethicon MDR summary reporting exemption e2013037 reporting period june 1, 2017 through july 31, 2017 supplemental 05 - attachment: [08-31-2017 otn supplemental 05.xlsx]

Manufacturer narrative:
Date sent to FDA: (B)(6)2018. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2017 through july 31, 2017. Supplemental 03 - attachment: [08-31-2017 otn supplemental 03.xlsx].

Manufacturer narrative:
Date sent to the FDA: 12/28/2017 ethicon MDR summary reporting exemption e2013037 reporting period june 1, 2017 through july 31, 2017 supplemental 02 report 2210968-2017-03589 did not pass as an error occurred in ack 3. This report is being resubmitted as a result. - attachment: [08-31-2017 otn supplemental 02.xlsx]

Manufacturer narrative:
Date sent to the FDA: 10/25/2017 ethicon MDR summary reporting exemption e2013037 reporting period june 1, 2017 through july 31, 2017 supplemental 01 - attachment: [08-31-2017 otn supplemental 01.xlsx]

Manufacturer narrative:
Date sent to FDA: 04/12/2018 ethicon MDR summary reporting exemption e2013037 reporting period june 1, 2017 through july 31, 2017 supplemental 04 - attachment: [08-31-2017 otn supplemental 04.xlsx]